Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, correction/removal reporting number - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of a hardware error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.